Event description:
A healthcare professional reported that, before intraocular lens (iol) implant procedure, the trailing haptic found to be faulty and not used lens as it got contaminated. There was no patient contact to the device. The procedure was completed on same day by replacing with another lens. Additional information has been requested however no further information available.

Manufacturer narrative:
The product was not returned for analysis; the lens was discarded. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).